Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she had high and low blood glucose events due to his insulin pump did not delivered any insulin or delivered too much. Customer stated that when he had high blood glucose it was between 362/382 mg/dl and was nauseated. Customer stated that her insulin pump was alarming low reservoir and when she hook it back to her body it overdoses and the low blood glucose go down to 61 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.